Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that during a permanent implant procedure for a lumbar spinal cord stimulator (scs) system, it was discovered that the cervical lead was placed anterior. As a result, the cervical lead was explanted and replaced. Effective therapy was restored post operatively.